Event description:
In 2007, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. In 2009, the pt underwent a reintervention for treatment of a type iii endoleak, wherein the previously implanted stent graft implants were entirely relined with additional gore excluder aaa endoprosthesis. The reintervention consisted of an entire relining of the previously implanted devices, with additional gore excluder aaa endoprosthesis. The relining lessened the endoleak, but did not resolve it entirely. The pt tolerated the procedure, and will be monitored by the physician.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Four additional devices implanted in this pt.